Manufacturer narrative:
As reported, the patient underwent placement of a optease retrievable vena cava filter. The patient was admitted to hospital and was diagnosed with an occlusive right common iliac vein deep vein thrombosis (dvt) that extended from the common iliac vein to the upper right popliteal vein. The filter was implanted via the right popliteal vein and placed in an infrarenal position. Once the filter was placed, the patient¿s dvt was treated with mechanical thrombectomy and thrombolysis. The patient¿s records indicates that approximately 90% of the thrombus burden was cleared with residual thrombus at the level of the right common femoral vein stenosis. This was treated with balloon maceration, angioplasty and further mechanical thrombectomy. This was subsequently treated with thrombolysis infusion overnight. More than eleven years after the filter implantation, the patient became aware that filter struts had tilted and that filter strut(s) had perforated outside the inferior vena cava (ivc). The records further indicated that the device was embedded and could not be retrieved. The provided records do not include documentation of any attempt to retrieve the filter. The patient further reported having experienced leg and foot pain and heaviness, shortness of breath, fatigue, mental anguish, anxiety and depression. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Due to the nature of the complaint, the reported pain, leg heaviness and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of extensive right lower extremity venous thrombosis. The patient also had right common iliac vein thrombus, occlusive thrombus. Access was gained into the right popliteal vein under direct ultrasound guidance. The filter was placed with the superior tip just below the level of the renal veins. Subsequently, the deep vein thrombosis (dvt), which extended from the common iliac vein through the upper right popliteal vein, was treated using the angiojet system with tissue plasminogen activator (tpa) and the power pulse spray technique. Next, mechanical thrombolysis was performed using the angiojet device with saline. Approximately 90% of the thrombus burden was cleared. There was some residual thrombus at the level of stenosis in the right common femoral vein. This was treated with balloon maceration, stenosis angioplasty and angiojet. Overnight infusion of thrombolytic therapy was started.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), filter tilt, filter embedded other than in wall of ivc and device was unable to be retrieved. The patient became aware of the reported events approximately eleven years and nine months after the index procedure. The patient also experienced leg/foot pain, feeling of leg heaviness, shortness of breath, fatigue and mental anguish (depression and anxiety). The ppf states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided. The form also states that there has been no attempt to remove the device.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.